Event description:
I got breast implants in (B)(6) 2008. My right breast capsuled immediately but the surgeon refused to remove them. Instead, he hit me as hard as he could to try to break it up. I turned black and blue and have always been in pain. Mentor saline high profile round smooth left: (B)(4), right: (B)(4); 4 months after getting implants, I was diagnosed with lupus and started getting pneumonia. No one in my family has that. A year after getting implants, I was diagnosed with asthma. For the past 13 1/2 years, I have had pneumonia 9 times, have been hospitalized many times for illness including vertigo, issues with my gallbladder, colon, and kidneys. I started breaking out in rashes in 2019 that cover my entire body, and currently it is unexplained why. I was diagnosed with breast implant illness this year, and will be explanting as my breast implants are level 4 capsular contracture on (B)(6). I was told I am not allowed to keep my implants as it is a medical hazard to do so. FDA safety report ID # (B)(4)